Event description:
The manufacturer was informed of this event through patient tracking department. Based on the information on the patient implant form, the top hat valve size 23 was implanted and explanted intra-operatively on (B)(6) 2022. No allegation of a device malfunction nor serious injury was received from the site regarding this event.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The manufacturer attempted to retrieve additional information on this event, and the device involved. However, no further information has been provided to date, despite the manufacturer's attempts. Based on the limited information available, it is not possible to establish a definitive root cause for the reported event. However, from the document review performed, no manufacturing deficiencies were identified. Should any further information be received in the future, the manufacturer will provide a follow up report. Unknown disposition.